Event description:
It was reported during an lavh procedure that during the 4th firing of the endocutter, the stapler only partially fired. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the tr35w cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 1/4 fired and the left side was fully fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and no damage was found, however, it was noted that some drivers and towers were damaged inside the cartridge due to the wedge band bypass. No functional test was performed. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.